Event description:
It was reported that the patient was experiencing loss of therapeutic effect. The patient had 2 surgeries, that were supposed to help her urinary symptoms, one (B)(6) 2014 and one (3 weeks later) in (B)(6) 2014 and neither of them worked. The patient was not sure and tried reading from her printout. The surgeries were to treat stress urinary continence and were called rediopuvic suspension to support her urethra. The patient stopped using stimulation therapy right after the surgeries because she couldn't handle the vibrations. The patient was so sick and couldn't stand this burning inside the vagina. The second surgery worked for 6 weeks, then her symptoms came back. The patient uses a diaper. The patient's interstim helped her in the beginning and she used it for the first couple of years but also said it really didn't help. The patient went in to get it adjusted then the leaking got really bad. Now, she can't get it to turn on anymore. The patient's hcp (healthcare provider) is using other therapies such as compound suppositories which were helping yesterday and shots from the leg to the bladder. They called about a month ago and said it was 5 years and she needed to be programmed. The patient didn't know if it was the manufacturer or the doctor who called her. The patient was not very pleased with the hcp and hadn't used her therapy in a while. Another doctor told her she should never have gotten the surgeries. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v579846, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).